Event description:
Started with my first uti, that never went away completely. Then started having abdominal pains below belly button on left side. Went to the ER several times. No real diagnosis. Had CT scan and coil didn't show up.